Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Still implanted in the patient.

Event description:
The hospital reported the following event to ansm: "impossibility of ablation of the osteosynthesis material because the unscrewing resistance breaks the impression of 4 screws. In addition, a screw failure between the head and the thread. These plates were left in place because of the significant risk of damage to surrounding tissues if the broken screw removal equipment is used.

Event description:
The hospital reported the following event to ansm: " impossibility of ablation of the osteosynthesis material because the unscrewing resistance breaks the impression of 4 screws. In addition, a screw failure between the head and the thread. These plates were left in place because of the significant risk of damage to surrounding tissues if the broken screw removal equipment is used.

Manufacturer narrative:
The reported event could be confirmed only based on the x-rays sent, since the device was not returned for evaluation. Based on the complaint history and the x-rays given , the root cause was attributed to be user related. The failure was most probably caused by the misuse of the product. The clinical opinion of stryker¿s medical expert about this case confirms that the failure was most probably caused by a deviation from the instructions for use : "from the primary report it is not very clear if the screws were inserted in the advised way. Were powertools used to fixate the screws? This could have caused the welding. Or even when inserted by hand, was the torque screwdriver used, this would also help not to weld the screw in the plate. Looking at the screw placement I cannot judge whether all were placed within the allowable angle to the plate, I think most would be placed correctly, but if not this could also be a reason, when the screw is inserted with a lot of torque outside its allowed angles. So these reasons could explain why the screw could not be removed." Therefore, to avoid such an event, the appropriate angle for the screws insertion should be used together with the right tools for the screw's insertion. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.